Event description:
It was reported that the right atrial (ra) lead was capped due to high impedance and a possible fracture. The patient was downgraded to a single chamber system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4092-52 implantable pacing lead 2007-(B)(6). (B)(4).